Manufacturer narrative:
D4: unique identifier (UDI) #: no device identifiers were provided even after follow up attempts were made. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not infusing the full intended dose of bolus medication, for example hypertonic saline, to the patient. For context: they stock 500 ml bags of 3% ns (normal saline), and bolus 250 ml at a time. By the time 2 boluses are through, there is still medication in the bag (but the full 500 should have been utilized). There was no report of patient injury or medical intervention associated with this event. No additional information is available.